Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged between 200-223 mg/dl. The customer would either deliver a correction bolus or use insulin injections to address the bg level. After the last occlusion alarm, a system check was performed and the infusion set site appeared to be the cause of the occlusion; however, after the site was changed another occlusion occurred. The customer declined tandem technical support's offer to troubleshoot to determine the cause of the last alarm.